Event description:
The customer reported corrosion of the electrical contacts, corrosion at the scope mount with heavy operation, and corrosion of the main body during inspection for use involving an Olympus autoclavable camera head. There was no patient harm reported.

Manufacturer narrative:
E1 - Initial Reporter Establishment Name: (b)(6) Hospital.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.